Manufacturer narrative:
The sensor was investigated, and though the issue was not reproduced in-house, the customer's complaint was confirmed via in-vivo data review. The root cause to this failure is potentially an insufficient in-vivo hydration of the sensor's hydrogel. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. D9 device available for evaluation? Yes, device received on 30 july 2021. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.